Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 425 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection for high blood glucose. Customer stated air bubbles were seen at the tubing during therapy. Customer reported that the insulin pump was not on auto mode at the time of incident. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The device will be not returned for analysis.